Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had error e226 and e227(scope communication error). The event had occurred during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image/no image, e216 incompatible scope communication error. A definitive root cause could not be identified. Based on the results of the investigation, the most likely cause of the e226 and e227 scope communication error was traced to component failure. Olympus will continue to monitor field performance for this device.